Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2010, the patient presented with pre-op diagnosis of cervical degenerative disc and underwent c4/5, 5-6, 6-7 anterior cervical disc fusion with sternal bone graft and c4 to c7 anterior cervical plate fixation using providence plate from globus. (B)(6) 2011, the patient presented with pre-op diagnosis of lumbar spinal stenosis (lower back pain with leg pain) and underwent l2-4-5 lumbar laminectomy and fusion with rhbmp-2/acs bone graft. Per op notes, following procedures were performed: 1. L2-3, 3-4, 4-5 posterolateral bony arthrodesis 2. L2-3 transforaminal lumbar interbody fusion using cage packed with local bone graft and bmp. 3. L3-4 transforaminal lumbar interbody fusion using cage packed with local bone graft and bmp. 4. L4-5 transforaminal lumbar interbody fusion using cage packed with local bone graft and bmp. 5. L2 to l5 segmental pedicle screw fixation using spinal system. 6. L2, l3 and l4 laminectomy with facetectomy and bilateral l2, l3, l4 and l5 nerve root decompressions. 7. Harvest of local bone graft. 8. Supervision and interpretation of fluoroscopy. 9. Implantation of rhbmp-2/acs. During the procedure, under fluoroscopic guidance and with intraoperative neuromonitoring, pedicle screws were applied and inserted at l2, l3, l4 and l5. 6.5 mm screws from the spinal system were inserted. Once the screws were in place, using a right sided tlif approach, tlif cages packed with local bone graft and bmp were inserted at l2-3, l3-4. At the level of l4-5, surgeon used a left sided tlif approach to insert the cage packed with bmp and local bone graft. Once the cages were in place, two rods were placed over the screw heads following which the set screws were applied and the set screws torqued off locking the rod in place. Bmp was implanted at l2-3, 3-4, 4-5 bilaterally following which the local bone graft was packed over the bmp . At that point, an interconnecting crosslink device was applied in the center of the construct after placement of a large piece of gelfoam over the thecal sac. Post operatively patient alleged unspecified injuries due to rhbmp-2.